Event description:
Country of complaint: (B)(6) the veterinary customer complains the following: "the thread breaks very easily when applied some tension/pressure to tighten the knot".

Manufacturer narrative:
Manufacturing site evaluation: samples received: 192 unopened pouches. There is one previous complaint of this code batch from the same end customer. There were (B)(4) units manufactured and distributed of this code batch, there are no units in OEM stock . Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: not applicable.